Event description:
The customer reported that after system start up, the screen faded out. The customer attempted to reset the system but it would not power up. The customer cancelled two cases; one patient was blocked and another patient was dilated, but not blocked or prepped.

Manufacturer narrative:
The facility did not have a back up system to continue cases and did not save consumables for evaluation. The service representative performed an examination on the system and found the unit would not boot up. The multifunction and video pcb's were loose, the pcb's were reseated. After pcb's were reseated, the system was able to start up. The system was checked, and it met product specifications.